Event description:
The patient has a h/o mi and severe cardiomyopathy with ef 2970. A medtronic single rv lead ICD was implanted (B)(6) 2005. After two separate firing episodes and df and testing, the lead was replaced on (B)(6) 2007. The old lead was partially removed because the surgeon was unable to extract the lead completely.